Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on 23 oct 2023. The patient was stable throughout.